Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated due to signal artifact monitor (sam) events. Review of the system data identified noise and pacing impedance measurements greater than 3000 ohms on the atrial channel. The patient's atrial lead is a competitive lead; therefore, a boston scientific technical services consultant instructed the caller contact the lead manufacturer for lead troubleshooting. Additionally, the consultant stated it would be up to physician discretion to try and program around and/or address a potential lead issue. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event/problem description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that an alert had been generated due to signal artifact monitor (sam) events. Review of the system data identified noise and pacing impedance measurements greater than 3000 ohms on the atrial channel. The patient's atrial lead is a competitive lead; therefore, a boston scientific technical services consultant instructed the caller contact the lead manufacturer for lead troubleshooting. Additionally, the consultant stated it would be up to physician discretion to try and program around and/or address a potential lead issue. No adverse patient effects were reported.